Manufacturer narrative:
The customer was sent a replacement vehicle lighter adapter. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4). Complaints against this product are currently being monitored for effectiveness of the above mentioned correction action. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2015 that her pump in style advanced breast pump had low suction when using the device with the vehicle adapter and she had developed clogged ducts. During follow-up with a medela clinician on (B)(6) 2015, she reported that she developed thrush and was treated with antibiotics.